Manufacturer narrative:
Information references the main component of the system and the other applicable components are: product ID 3889-28, lot# va1crcg, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Conclusion code applies to the lead. Recent FDA coding changes offer limited options for medical device evaluation conclusion coding. Medtronic selected conclusion code because it is the closest code available with respect to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that their ins was replaced due to a malfunction. The patient accidentally fell and broke the device. No further device issue alleged / identified. No further patient symptoms or complications were reported.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Other applicable components are: product ID 3889-28 lot# va1crcg implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient had shocking sensation in the pocket. Patient fell down stairs and hit their stimulator on two different stairs. Immediately after that they started having the shocking pain at their pocket site. Lead impedances showed all good except 0<(>&<)>3 <(><<)>50. Physician decided to turn off ipg and schedule replacement for today (B)(6) 2017. Device was returned to company. There were no complications or that no further complications were reported. Patient was implanted for urinary dysfunctional/sacral nerve stimulation and gastrointestinal/ pelvic floor.

Manufacturer narrative:
Analysis of the lead (lot# va1crcg) found that, at the proximal end conductor, there was a short between the circuits in dry conditions. Analysis of the neurostimulator (serial number (B)(4)) found it was functionally okay and there were no significant anomalies. An impedance test was performed and good impedances were observed. The neurostimulator passed the final functional test on the automated test console and there were no issues when pressing on the neurostimulator can. Telemetry was acceptable. The neurostimulator output was tested at the cut end of the returned lead. Good, stable output was observed on all electrode pairs the neurostimulator had when it was received. The output was tested at the cut end of the returned lead and good, stable output was observed on all electrode pairs in reference to # {} electrode. Section information references the main component of the system and the other applicable components are: product ID 3889-28 lot# va1crcg serial# implanted: (B)(6) 2017 explanted: (B)(6) 2017 product type lead conclusion code 71 applies to the neurostimulator. Result codes 213 and 825 apply to the neurostimulator. Results codes 452 and 180 apply to the lead. If information is provided in the future, a supplemental report will be issued.